Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a wide-necked saccular right m1 segment middle cerebral artery (mca) aneurysm, the physician reported that the pipeline embolization device was stuck in capture coil. It was reported that the pipeline device was tracked very slowly and methodically due to extreme vessel tortuosity. The physician was not able to get the pipeline to come off of its protective coil because it was getting no wire translation due to patient's vessel tortuosity. The physician removed the pipeline and the microcatheter as a system. Patient was treated with a pipeline flex device successfully. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
Off label use: the pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. In this event, the pipeline was intended to be used to treat an m1 segment middle cerebral artery (mca) aneurysm. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The device will not be returned for analysis as it was discarded; therefore, the event cause could not be determined.